Event description:
Bilateral breast implants on (B)(6) 2015. Patient admitted for possible infection. Culture grew unusual bacteria. Dates of use: (B)(6) 2015. Diagnosis or reason for use, #1: breast reconstruction, #2: breast reconstruction. Event abated after use stopped or dose reduced, #1: no, #2: no. Event reappeared after reintroduction, #1: no, #2: no.